Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the device data indicated there was one treated and one untreated episode, both showing oversensing of sense b noise. An x-ray performed did not show any abnormalities with the system. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified arc marks on the left edge of the case, but no other anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the device data indicated there was one treated and one untreated episode, both showing oversensing of sense b noise. An x-ray performed did not show any abnormalities with the system. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.